Event description:
It was reported that the ventricular assist device (vad) exhibited low flows, it was suspected to be an inflow or outflow graft obstruction. A computed tomography (CT) was negative for the outflow graft obstruction and although there was nothing wrong with the controller it was recommended to exchange it, low flows improved to baseline. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-dec-2020, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device MFR date: 05-dec-2019, labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f2203, f26. Img code(s): g04035. FDA device code(s): a25. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Product event summary: the controller ((B)(6)) was returned for evaluation. The ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The reported low flow event was confirmed via review of the controller log files which revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2023, leading to parameters below the normal operating range, and one (1) low flow alarm logged on (B)(6) 2023 at 06:23:40. A vad disconnect alarm was logged on (B)(6) 2023 at 10:56:57, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 19-jan-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.